Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 123 mg/dl and 383 mg/dl 2. 383 mg/dl and 77 mg/dl sets of readings were taken at different times. Reading of 383 mg/dl was obtained once - no duplication of reading. Customer took 5 cc of humalog insulin based upon the reading of 77 mg/dl. Customer felt hypoglycemic with the reading of 77 mg/dl, ate dinner immediately, and felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.